Event description:
During a literature review on (B)(4) 2012 a piece of literature was found with the following complaints - unknown number of patients presented 3-4 weeks post-op with tibial graft site wound discharge and breakdown; underwent exploration of the wound and washout. Chalk white material formed by the degrading interference screw was noted with no infection; persistent swollen knee 3-4 weeks post-op suggesting synovitis; no infection. New onset of prominent lump at the site of the tibial wound 4-6 months post-op; requested exploration of the late onset prominent tibial tunnel site due to patient anxiety; sterile cheesy substance was noted represent leaving an empty tibial tunnel which was filled with calcium phosphate and demineralised bone matrix - acl was well attached and was functional. The literature was an article in knee surg sports traumatol vol 17 no 3 2009 titled "the unpredictable material properties of bioabsorbable plc interference screws and their adverse effects in acl reconstruction surgery" by sujith konan & fares sami haddad.

Manufacturer narrative:
Recall was initiated on (B)(4), 2007 and closed internally (B)(4) 2010. (B)(4).